Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during the manual prime. It was also reported that insulin squirted out during the manual prime. Trouble shooting for prime rewind was performed. During trouble shooting customer reported that the drive support cap was sticking out. Customer was advised to discontinue use of the pump and to revert to back up plan. Customer's blood glucose level was 300 mg/dl. No further information to report.